Manufacturer narrative:
Manufacturers investigation conclusion: a direct correlation between the device and the reported subdural hematoma and subsequent patient outcome could not be determined through this evaluation. The heartmate ii lvas IFU lists bleeding and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient expired due to subdural hematoma. No further information was provided.